Manufacturer narrative:
Date sent: 10/02/2007. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a cholecystectomy procedure there was an issue with the device clip formation on the cystic artery. The site used a new device to complete the procedure. There was no pt consequence.